Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and failure to sense. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to sense, failure to capture and dislodge confirmed via x-ray on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient was in stable condition.